Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the injury to the internal jugular vessel during the da vinci procedure. There is no information on the procedure date, surgeon name or hospital name provided in the article. The journal article does not contain any allegation that a malfunction of a da vinci system, instrument or accessory occurred in the reported procedure. Isi has attempted to contact the primary author of this article to obtain additional information concerning the reported events; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the journal article indicated that during the da vinci procedure, a patient had an injury to the internal jugular.

Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) reviewed a journal article titled, robot-assisted level ii-IV neck dissection through a modified facelift incision: initial north american experience. This article comes from the international journal of medical robotics and computer assisted surgery. Int j med robotics comput assist surg (2014). According to the reported article, the only complication encountered during any of the analyzed neck dissections was an injury to the internal jugular during one of the robot-assisted neck dissections,which was repaired at the time of damage with suture. The hospital name and da vinci system serial number involved with this complaint were not included in this article.